Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the reported fracture of the outer sheath. The stent graft was still loaded in the system. The identified elongation of the outer sheath leads to the conclusion that high friction forces must have affected on the system making stent graft deployment impossible and finally resulting in the fracture of the outer sheath. Based on the sample condition, the reported removal difficulties could not be reproduced. Potential factors that could have led or contributed to the reported event have been considered. Previous investigations of similar complaints have been reviewed. This type of event may be associated with a difficult vessel anatomy leading to increased friction and subsequent sheath fracture. In this case, the lesion was calcified. The reported application represents an off-label use of the device which may be another potential contributing factor to the reported event. Insufficient flushing of the device may be another contributing factor. On the basis of the information available, a definite root cause for the reported failure could not be determined. The IFU states that the device must be flushed with sterile saline. Also the IFU states: "the safety and effectiveness of the device when placed across a tight bend has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure." And "do not kink the delivery catheter or use excessive force during delivery to the target lesion." Furthermore, the IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device." The IFU states that the device is indicated for use in the treatment of in-stent restenosis in the venous outflow of hemodialysis patients dialyzing by either an arteriovenous (av) fistula or av graft. The safety and effectiveness of the device when placed across an aneurysm or a pseudaneurysm has not been evaluated.

Event description:
It was reported that the stent graft delivery system during deployment allegedly came apart and did not deploy within the right sfa popliteal, left common femoral artery, during an aneurysm treatment. The vessel was reported to be 5 mm pre-dilated. There was reported difficulty retracting the delivery system from the patient. Reportedly, another stent was used to complete the procedure and additional medical intervention was followed with angioplasty and anti-coagulant reversal to stop the hematoma that was forming in the thigh. A massive hematoma was formed out due to the device malfunction. The patient has fully recovered and it was reported that the patient is currently fine.

Manufacturer narrative:
The lot history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the stent graft delivery system during deployment allegedly came apart and did not deploy within the right sfa popliteal, left common femoral artery, during an aneurysm treatment. There was reported difficulty retracting the delivery system from the patient. Reportedly, another stent was used to complete the procedure. There was no patient injury reported.